Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found inside the bd vacutainer® sst¿ blood collection tube before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "at the moment of visual inspection of the devices, a foreign particle is detected inside one of the tubes."

Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for embedded foreign matter in the tube sidewall with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and embedded foreign matter in the tube sidewall was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for embedded foreign matter in the tube sidewall with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and embedded foreign matter in the tube sidewall was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h.10.

Event description:
It was reported that foreign matter was found inside the bd vacutainer® sst¿ blood collection tube before use. The following information was provided by the initial reporter, translated from spanish to english: "at the moment of visual inspection of the devices, a foreign particle is detected inside one of the tubes."